Event description:
Strength: 30gm/300m and 20gm/200m. Nurse repots "on arrival to infusion visit this morning, patient's curlin pump (serial and expiration date: not provided) threw an error message - "system timeout". Unable to activate pump or access any programming. Normal procedures including battery change did not resolve this error. As an alternative, nurse resorted to back up coram pump use as per nurse pump program procedure, and patient was able to receive his infusion. Pharmacy to replace pump. No reports of missed dose, interruption to therapy or adverse event(s) due to product issue. Pump associated with event available for investigation once returned by patient no further info. Reported to (B)(6) by: health professional.